Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon via an implantable pump for cerebral palsy. It was reported that a pump refill was performed on 2023-nov-27. At this time a bridge bolus was changed from 500 to 1000 mcg/ml and the dose rate was changed from 180 mcg/day to 190 mcg/day. The pump administered gabalon at a dose rate of 180 mcg from an unknown date to 2023-nov-27. The pump administered gabalon at a dose rate of 190 mcg from 2023-nov-27 and ongoing. The patient¿s spasticity gradually became stronger, and their condition went the same as before around 2023-nov-22, and the patient was admitted to the hospital for cause investigation. The patient experienced worsening spasticity with a date of onset of 2023-nov-29. The program log showed no abnormalities. Pump roller examination and catheter angiography on 2023-dec-05 showed normal results. In addition to the roller/rotor test and catheter x-ray study, a pump operability test also showed no abnormalities. The cause was unknown, and the patient was to be hospitalized for a while to monitor their condition. Since the pump had moved a little after implantation and the catheter had been repositioned, it was thought that a kink or other problems might have occurred, but the catheter examination revealed no abnormalities. It was further noted that there were no other factors that could have affected the patient other than the refill. Regarding worsening spasticity, the relationship of the event was related to drug and unrelated to the pump, catheter, programming, and procedure. Additional information was received from a foreign healthcare provider via a distributor on 2023-dec-28. It was indicated that as of (B)(6) 2023, the patient was discharged from the hospital after the symptoms improved the other day. The drug concentration was changed by refill; however, it was returned to the original 500 mcg/ml and the symptoms improved. The outcome of the event was recovered as of 2023-dec-27.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: hg6347z15, ubd: 25-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a distributer (dist). It was reported that the patient's medical history included epilepsy, asthma, and spastic cerebral palsy. The patient experienced rhabdomyolysis that started on (B)(6) 2023 and recovered on (B)(6) 2023. It was reported that on (B)(6) 2023 the patient's muscle tension worsened and became insomniac. They visited the hospital on (B)(6) 2023 and suspected pump trouble. The catheter removal on (B)(6) 2023 was performed, but no abnormality was found. The dosage was increased to 260 ug/day thereafter, but it was ineffective. The bolus administration was also ineffective. On (B)(6) 2023 the hcp suspected rhabdomyolysis due to fever and myotonia. Significant increase in cpk, diagnosis based on concentrated urine, and initiation of fluid replacement. On (B)(6) 2023 a re-refill was performed. The concentration was reduced to 500ug/20ml and the dose was changed to 200ug/day. Then muscle tension calmed down. The dose was decreased due to decreased drug volume due to concentration change which resulted in muscle tone and difficulty in recovery and induced rhabdomyolysis. Muscle tone recovered by returning the concentration to the initial dose. The causal relationship with the suspected drug was related.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer who reported the implant date of the catheter was (B)(6) 2023. The cause of the pump having moved a little after implantation and spasticity having worsened was not determined. Catheter migration / movement from it's original implanted location was asked, but unknown. The cause of the catheter having repositioned due to the pump having moved was asked, but unknown. The cause of the catheter having been repositioned was not determined. When the concentration was changed to its original level of 500 mcg/ml, it was restored.